Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device failed to reach the target speed. The target lesion was located in the left circumflex artery. A 1.50mm rotalink plus was selected for use. During draw test, outside the patient body, it was noted that the burr got stuck in the outer protective sheath and was not rotating and it produced a smoke. The procedure was completed with another 1.50mm rotalink plus. There were no patient complications reported. However, device analysis revealed that the sheath was torn and wrapped around the burr.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the sheath was torn and wrapped around the burr in a way consistent with contact with the burr during attempted rotation. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. Product analysis confirmed the reported burr and sheath damage, as the sheath was torn and wrapped around the burr within the attached photos, which was confirmed during analysis. However, there was no photo or video evidence available to confirm that the device was smoking, and the device was able to reach and maintain optimal rpm with no resistance or issues during analysis.